Event description:
A malfunction alarm, identified as malf 12, was reported by the customer, though no notable events occurred prior to this issue. There was no adverse impact on the customer's blood glucose level. Technical support provided information to reset the pump, assisted the caller with the reset, and confirmed that the malfunction did not recur afterward. The customer was instructed to continue using the pump and to call back if the issue appeared again, which the caller acknowledged and understood.